Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with small nest of epithelial ingrowth on left eye at one month post treatment. Flap lift, debridement and rinse performed (B)(6) 2013. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient was asymptomatic with uncorrected visual acuity of 20/15.